Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(6)) was attempted to be used during a patient call. The autopulse platform displayed "system error, out of service, revert to manual CPR" upon powering on. The crew switched to manual CPR. No consequences or impacts on the patient.